Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that after insertion of the catheter, the user noticed there was difficulty when trying to thread the pressure tubing onto the arterial catheter. The user also noted that the tubing appeared to leak around the catheter. As a result, a new catheter was put in place to successfully complete the procedure. There was no reported delay, death, or complication as a result of this issue.